Event description:
Account states wound drain was placed on 12/29/1998 following a total knee replacement and removed on 12/30/1998, when upon removal only 1/2 of the drain was removed. 2nd half remained in pt and pt had to undergo a second surgical procedure for the removal of the fractured drain.